Manufacturer narrative:
Results of the clinical investigation: the patient is an (B)(6) male who was receiving hemodialysis in preparation for a kidney transplant; therefore is inpatient with scheduled dialysis.the dialysis machine was programmed and connected to the patient including heparin for anticoagulation throughout the dialysis session. Dialysis was initiated but, approximately one hour after dialysis was started, the heparin syringe was empty earlier than expected. It was discovered the bedside nurses recognized the error in programming the continuous infusion rate. Instead of 0.2 ml/hr it was entered as 2 ml/hr. According to medical records, the physician documented, "the patient's treatment was terminated slightly early because of some clotting, which may have been secondary to giving him protamine to reverse the effects of some excess heparin the patient received." According to the unit manager, there was no patient injury. Medical records state the following: "nurse orientee (on her second day on the unit) received programming instructions verbally from precepting nurse. The orientee did not visualize the actual orders. The precepting nurse did not visually verify pump programming prior to initiation. The unit leaders state that everything is double checked now in the unit, however that expectation was not expressed with heparin. There was unclear and unwritten expectation of every 15 minute vital checks on patient and machine check; actual 30 minute checks were done and the error was discovered on the second 30 minute check." Medical records reveal the error in heparin administration was not a malfunction of the 2008k machine. Medical records reveal the nurse programmed the 2008k dialysis machine incorrectly. Medical records reveal the facility established an "improvement action plan" in response to this event. The device was not returned to the manufacturer for physical evaluation, and the serial number was not able to be obtained to date. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
According to the follow up from the nm, no malfunction was alleged. Medical records, treatment data, and device identifiers have been requested but not yet received. The plant investigation is in progress.

Event description:
A voluntary medwatch was received from FDA where a pharmacist at a hospital dialysis unit reported an overdose of heparin using the fresenius 2008k hemodialysis system for a pediatric dialysis treatment. According to the report: a pediatric patient was scheduled for dialysis. The dialysis machine was programmed and connected to the patient including heparin for anticoagulation through the dialysis session. Dialysis was initiated and vital signs and heparin administration was documented. Approximately one hour after dialysis was started, the heparin syringe was empty earlier than expected. At that point, the bedside nurses recognized the error in programming the continuous infusion rate. Instead of 0.2 ml/hour, it was entered as 2.0 ml/hour. The patient was assessed and given a dose of protamine. Follow up was accomplished with the nurse manager (nm) of the dialysis unit. According to the nm, she was aware of the event and there was no patient injury. The event occurred due to a user transcription and entry error for the heparin dose. She does not allege a malfunction occurred. The nm did not have any machine or patient information. It was requested.